Manufacturer narrative:
Additional information: the returned screw driver was examined. There was evidence of repetitive usage including wear on the tip and slight deformation on the threads which interface with the mating screws. The cause is likely attributed to damage and wear associated with repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver was found worn outside of a surgical setting. There were no surgical or patient impacts associated with this event,

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.